Manufacturer narrative:
The cause for the (B)(6) advia centaur xp hbsagii/hbsag conf results is unknown. There is no simple left for further testing and investigation. Siemens healthcare diagnostics is investigating. The information for use (IFU) states in the results section: "for diagnostic purposes and to differentiate between acute and chronic (B)(6), the detection of (B)(6) should be correlated with patient clinical information and other (B)(6) serological markers. It is recognized that current methods for detection of (B)(6) surface antigen may not detect all potentially infected individuals. A (B)(6) test result or invalid confirmatory result does not exclude the possibility of exposure to or infection with (B)(6)."

Event description:
A confirmed advia centaur xp hbsag confirmatory (conf) result was obtained on a patient sample. The patient sample was (B)(6) with the advia centaur xp hbsagii assay. The sample was sent for (B)(6) testing and the result was not detected. A different sample from the same patient was tested previously and the result was (B)(6) for (B)(6) and not confirmed for (B)(6) confirmatory. Renal dialysis patient. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the (B)(6) result.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2017-00071. The customer sent a new draw sample from the same patient for further testing and investigation. The patient sample was tested with the advia centaur ahbe, hbeag, ahbs2, hbsagii, hbct and ahbcm assays. The ahbe assay is not available in the us, the results are for information use only. Results: ahbe (lot 106049) 7.07 index (reactive). Hbeag (lot 105042) 0.61 index (non-reactive). Ahbs2 (lot 119064) 77.4 miu/ml (reactive). Hbsagii (lot 109108) 0.70 index (non-reactive). Hbct (lot 100090) 10.5 index (reactive). Hbcm (lot 057164) 0.13 index (non-reactive). Siemens obtained a non-reactive hbsagii result. This does not confirm the customer's observation of a reactive hbsagii result. The hbv infection status of the patient sample was classified based on the reactive/non-reactive patterns of the hbv serological markers. The patient hbv profile would be classified as being in recovery. The instrument is performing within specifications. No further evaluation of the device is required.